Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 48 mg/dl at the time of incident. The customer was treated with glucose tabs or juice for low blood glucose. Customer states they doing good on auto mode and lost the transmitter. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Offered low blood glucose troubleshooting but customer declined it. The insulin pump will not be returned for analysis.